Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd cure access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then used a pigtail catheter with a syringe attached and noted that there was no back bleed occurring. The physician withdrew the pigtail catheter from the was and aspirated with the syringe. As the pigtail was removed from the was, bleed back was able to be achieved and a large clot was noted on the pigtail catheter. The was removed from the patient, flushed thoroughly and re-inserted over a wire. A new pigtail catheter was inserted via the was and a 27mm watchman flx closure device and delivery system (wds) was advanced. Multiple recaptures were performed, and the physician elected to change to a 24mm wds. The 24mm wds was successfully deployed. Just prior to releasing the wds, the physician pulled back on the was and a thrombus was noted via transesophageal echocardiogram (tee). The physician released the closure device and attempted to aspirate with a syringe. The physician was unsuccessful in aspirating the thrombus. Throughout aspiration attempts, approximately 800ml of blood was aspirated. The patient's blood pressure dropped, and in response, the patient was administered fluids, vasopressors, and packed red blood cells. Additionally, to manage the thrombus, heparin was not reversed, intravenous lovenox was administered, and the patient was transferred to the intensive care unit. The patient was successfully extubated and was confirmed to be able to move all extremities and talk without signs or symptoms of a stroke. An hour after the issue occurred, a transthoracic echocardiogram (tte) was completed, and no thrombus was visualized. There was no shift or change in position, and no leaks were noted. The patient remained under observation with further imaging and neuro assessment to be completed.